Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been returned directly to the supplier for repairs and returned to the customer. Reported event was confirmed by review of supplier repair documentation. The device visually looked good. There was a stall error and the handpiece doesn't run. Stuff motor/drive lug, hi-pot test fails, seized set screw, and 2 wires are open on cable. The motor, cable, flex strip, seals and all o-rings were replaced and device tested per procedure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Investigation results concluded that the reported event was due to bad motor, lots of corrosion, and cable is bad (2 open wires). Cause was not related to design or manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the keypad malfunctioned and the device would not function. Surgery was completed by using another device with minimal delay. No harm or injury to the patient or the operator is reported.